Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds and low amplitude. Subsequently, this lead was explanted, and replaced. No additional adverse patient effects were reported. This lead is not expected for return as it was not retained by the hospital.